Manufacturer narrative:
(B)(4). Additional information was provided that the physician and/or hospital has not released the device for return. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided or when the device is returned and analysis completed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
---

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri). The physician was concerned that the device battery had depleted earlier than expected. A revision was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported.